Manufacturer narrative:
Investigation: one sample was received for evaluation. It is a plunger rod with rubber stopper. It has brown spots at the bottom part therefore failure mode is verified. These are particles from cardboard that came from the packaging process. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that before use bd¿ syringe with bd luer-lok¿ tip that brown foreign debris was noticed on the plunger.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use bd¿ syringe with bd luer-lok¿ tip that brown foreign debris was noticed on the plunger.